Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high/undefined pacing impedance. The lead was capped. The patient was indicated to be downgraded to an implantable pulse generator (ipg) per the patient's request. No patient complications have been reported as a result of this event.